Event description:
It was reported that during initial implant procedure, patient's new implanted lead exhibited loss of capture. The lead was not installed and the procedure was completed using an alternate lead on 23 mar 2022. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned with a stylet in one piece for analysis. Electrical testing found internal shorts between conductors due to the inner coil was over-torqued which is consistent with procedural damage. Visual inspection and x-ray examination of the lead did not find any anomalies.